Manufacturer narrative:
No product will be returned for eval.

Event description:
In 2007, the patient stated that she experienced elevated blood glucose levels with readings as high as 400 mg/dl last night and she did not believe her boluses were delivered. During troubleshooting with a company representative, it was found that the boluses she believed she had programmed last night, were not included in the bolus history. It was determined that she had not been pressing the "check" button to confirm the bolus amount that she was attempting to program. Therefore, the boluses were not delivered. She was educated how to utilize the standard bolus feature including the "quick" standard bolus as described in product labeling. Troubleshooting found no other issues with the product. She did not convey any specific actions taken to reduce the elevated blood glucose levels she experienced last evening. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.